Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The past occlusion alarms were resolved by resuming insulin deliveries. The customer experienced a blood glucose (bg) level over 600mg/dl and nausea. Due to the elevated bg level, the contact had to assist the customer as the customer was unable to go upstairs due to their elevated bg level. An infusion set change was performed and a correction bolus via the pump was delivered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.